Event description:
The reporter stated an aq2010v silicone three piece lens was torn. Add'l info was requested but no more info was available. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. Ther was evidence of clear surgical residue. Conclusions based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.